Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is not known, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that 168 days after implantation of a 3 . 5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention stenosis of 95% was reported. It was not reported that the lesion was pre-dilated. A 3. 5x20mm taxus stent was deployed in the mid rca. The stent was post-dilated with a 3.5 "high pressure balloon. " a post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received plavix and aspirin prior; heparin and intra-coronary nitroglycerin during the proecedure. The paitent reportedly "tolerated the procedure well." The percutaneous coronary intervention was noted to be "successful." The patient presented 168 days after the initial procedure with unstable angina and an 80% in-stent restenoisis in the mid rca. The restenosis reportedly was "over a short segment with most of the stented vessel remaining widely patent throughout its length." It was reported that the lesion was pre-dilated. A 3. 5x23mm cypher stent was deployed in the mid rca in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow as reported. "Successful rca angioplasty and stenting" was reported.